Event description:
This is a complaint about missing membrane. According to the customer's report 1 product was found without membrane during production at atom.

Manufacturer narrative:
Pr 9144788 follow up MDR for device evaluation: multiple photos were provided to our quality team for investigation. Through visual inspection, the connector is observed without the membrane attached, verifying the reported incident. A device history review was performed for lot 2201202, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Fifty retained samples of the same lot were used for additional evaluation, no damage or defects were observed and all membranes were verified to be properly assembled. A detection system is used to verify the proper welding and location of the membrane, no issues with this system were found during manufacturing. While we cannot identify a direct issue, it was determined this incident was likely related to an isolated issue with the detection system, not properly detecting and rejecting the impacted piece at the time of manufacture. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence h3 other text : see manufacturer narrative.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device product problem: a020602 - component missing.

Event description:
This is a complaint about missing membrane. According to the customer's report 1 product was found without membrane during production at atom.